Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was missing additive. The following information was provided by the initial reporter. The customer stated: "samples in tubes are clotting."

Manufacturer narrative:
D.4. Medical device lot #: 2231682. D.4. Medical device expiration date: 2023-08-31. H.4. Device manufacture date: 2022-08-19.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was missing additive. The following information was provided by the initial reporter. The customer stated: "samples in tubes are clotting."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to poor clot formation were observed. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to confirm the customer¿s indicated failure mode (poor clotting) because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode poor clot formation. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to poor clot formation were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was missing additive. The following information was provided by the initial reporter. The customer stated: "samples in tubes are clotting."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.